Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the prograsp forceps instruments broke at the distal end, where the shaft meets the wrist. The customer had to remove the instruments and trocar together. The customer was unable to remove the instrument from the trocar due to the damaged instrument wrist. The customer placed a new instrument into arm 1 with no further issues. There were no reports of patient injury, nor of fragments falling into the patient. Intuitive followed up with the customer and was advised that there did not appear to be any pins sticking out of the instrument.

Manufacturer narrative:
The probable root cause of the broken instrument main tube may be attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.